Event description:
It was reported that during a shoulder arthroscopy the disposable needle broke off inside the patient when the surgeon tried to push it through the tendon. It had to be pulled out of the tendon. There was no harm for patient, operator or third-party.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection it was noted that the tip of the device was broken off and missing. The broken piece was not returned for investigation. The overall length of the device was found to be out of tolerance, this can be attributed to the breakage of the device. All other measurements were found to be within tolerance. The cause remains undetermined, however probable cause can be attributed to consistently passing the needle through challenging tissue (thick or calcified) or through hitting bone.